Event description:
It was reported that the patient developed an infection of the implantable cardioverter defibrillator (ICD) pocket. The patient subsequently underwent a procedure to clean out the pocket and the ICD remains implanted. It was observed that at the time of the pocket procedure, the ICD recorded two signal artifact monitor episodes and one episode of non-treated ventricular fibrillation. It was noted that the device had not been reprogrammed at the time of the surgical cleaning. The ICD remains in service at this time and no additional adverse patient effects were reported.